Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml exactamix eva bags were leaking from the membrane port. The leaks were observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured june 27-28, 2023. H11: two (2) actual devices and a video of a sample were provided for evaluation. Visual inspection was performed on the actual samples and the reported leakage was not easily identified. Visual inspection of the video identified a leak at the administration spike port. Functional testing of the actual samples was not performed due to both samples being cut open by the customer. The reported condition was verified through video inspection. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.